Manufacturer narrative:
Suture breakage malfunction events: 142. Suture breakage devices returned: 135, 18 - use error caused or contributed to event, 110 - no device failure, 1 - manufacturing deficiency, 6 - unable to confirm complaint. Needle breakage malfunction events: 82. Needle breakage devices returned: 121, 17 - use error caused or contributed to event, 93 - no device failure, 3 - manufacturing deficiency, 8 - unable to confirm complaint. Needle pull off malfunction events: 164. Needle pull off devices returned: 192, 10 - use error caused or contributed to event, 154 - no device failure, 20 - manufacturing deficiency, 8 - unable to confirm complaint. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
This report summarizes 385 malfunction events, including 142 suture breakage, 82 needle breakage and 164 needle pull-off that occurred intraoperatively.